Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the third or fourth firing the device got stuck on the cystic duct. It was removed forcibly and tore the duct in the process. The surgeon had to repair the cystic duct. The patient is currently okay.

Manufacturer narrative:
Information anticipated, but unavailable at this time.